Manufacturer narrative:
(B)(4). Concurrent to mesh implantation the patient underwent a transvaginal hysterectomy and left salpingo-oophorectomy. Due to mesh erosion, protrusion, vaginal pain and bleeding partial mesh removal was done on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02622. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, dyspareunia, discomfort in pelvis and difficulty emptying her bladder. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary tract infection, dyspareunia, discomfort in pelvis and difficulty emptying her bladder.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.